Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). Initially, the patient was treated with oral antibiotics (specific date and duration not reported), however, the issue could not be resolved. The patient also underwent surgical washout procedure to clean the infection on (B)(6) 2024. During the surgery, the patient was treated with IV antibiotics and had a needle aspiration and full incision and drainage procedure; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024 and there are no plans to reimplant the patient with another cochlear device as of the date of this report.